Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 36 months after the implantation, the pacemaker could not be interrogated. No adverse patient side effects were reported. The event date was not provided and no explant date was reported. It is believed this device remains implanted.